Event description:
When the physician attempted to retract the stent that had placed for about two weeks into the endoscope, it was fractured. The fractured part emerged from papilla was grasped with a forceps and it was removed. Additional info: "the pigtail part of the stent was grasped with the forceps and removed in the usual manner. At that point, the stent was fractured." Further clarification was requested on the fracture of the stent; an email received confirmed the stent fractured on removal. No adverse effect on the pt.

Manufacturer narrative:
The info provided confirmed the device involved in this complaint to be a zebd-7-7 device. The lot # was not provided; therefore it was not possible to check if any of the affected lot remained in stock. The initial info provided indicated: "when the physician attempted to retract the stent that had placed for about two weeks into that endoscope, it was fractured. The fractured part emerged from papilla was grasped with a forceps and it was removed." It was later confirmed that the stent was being removed with a forceps and upon removal the stent fractured. The stent was confirmed to have fractured on its removal with a forceps. The 1 x zebd-7-7 device of unk lot # was returned to cook (B)(4) for eval. The device was not returned in the original packaging and was open upon receipt. Upon eval of the returned device the stent fracture was confirmed as the pigtail at the proximal end of the stent was completely detached from the stent. The pigtail had fractured from the stent at the last porthole of the proximal end of the stent; damage was noted on the stent at the point of this fracture. It is possible that this damage was caused by the jaws of the forceps that were used during the removal of this stent. Mfg engineering confirmed that a change to the stent material had not occurred. A possible cause of this stent fracture may be attributed to the manner in which the stent was removed. If excessive force was used with the forceps (on the removal of the stent) it may have contributed to the fracture of the stent. However, as the conditions of use cannot be replicated in the lab we cannot conclusively determine if this is the root cause of this complaint. Prior to distribution, all biliary stent devices are subjected to 100% inspection to ensure device integrity. As the lot # of the zebd-7-7 stent involved in this complaint was not provided; it was not possible to conduct a review of the mfg records. The biliary stent is intended for one time use. This device is used to drain obstructed biliary ducts. According to the instructions for use, (B)(4), the user is instructed to do the following: "visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use." (B)(4). Therefore this complaint for this specific rpn represents an isolated occurrence. Customer qa will continue to monitor complaints of this nature for potential emerging trends.